Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient got hospitalized due to a bent cannula event on (B)(6) 2026, leading to hyperglycemia and diabetic ketoacidosis. The insertion site was the stomach, and the infusion set was in use for one day. The blood glucose level was high at the time of the event. The patient was released from the hospital the next day even though her blood glucose was still high. The patient replaced infusion sets and resumed insulin successfully. No further information available.